Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. It was stated that the customer was taken to the emergency room for treatment and sent home. The blood glucose reading was 200 to 300mg/dl. Troubleshooting was performed. It was stated that the device was beeping, vibrating, and the no delivery alarm was on display. The aunt stated that the customer received the alarm prior to being hospitalized and it continued alarming. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. A tubing clamp was not available to perform the high pressure test. No further information was provided.